Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "during primary orif (t2) for right femoral shaft fracture. The t2 strike plate was fitted to the target device and inserted whilst striking with a hammer. As the t2 strike plate was not seated correctly when struck, the threaded connection point on the device became stripped."

Event description:
As reported: "during primary orif (t2) for right femoral shaft fracture the t2 strike plate was fitted to the target device and inserted whilst striking with a hammer. As the t2 strike plate was not seated correctly when struck, the threaded connection point on the device became stripped."

Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: threads of the strike plate were found damaged and stripped. The deformation of the crest of the threads indicates that an excess force has been applied from top, most probably in form of hammering as stated in the event description. Hammering was done when the threads were not aligned properly in the mating part resulting in this kind of damage. Traces of hammering are also visible in the head of strike plate near the marking area as well. Overall, the device is in extremely used condition as indicated by the worn-out surface. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material or manufacturing related problems were found during the investigation. Based on the investigation, the root cause was attributed to be a user related issue. The event was caused by hammering the misaligned strike plate inside the mating part. If more information is provided, the case will be reassessed.